Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the device was filled with an unspecified concentration of hydromorphone and was loaded into an unspecified pt controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that the pt had inadequate pain control. The customer contact reported that the pca dose was increased. No specific details were provided. At 1600, it was reported that solution leaked from an unspecified location on the vial and approx 1ml of solution was noticed on the base of the injector of the vial. The vial was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.